Event description:
As reported by the user facility: rn went into the pt's room to start antibiotics and found multiple air bubbles in the primary tubing that the pump was letting pass through without the alarm going off. Turned off the pump, switched tubing and let (B)(4) know. No pt injury. The reported failure mode could not be reproduced by the reporting facilities biomed department. During a follow up call from the facilities biomed dept, it was reported that the IV tubing has large bubbles downstream from the pump. Although, there was conflicting info regarding the event from the facilities staff. During biomed testing, the reported failure mode could not be reproduced and the pump always provided an air in line alarm. In addition, the biomed dept's review of the pump log revealed numerous air in line alarms had occurred during pump operation. At this time they are unsure if or when they will be releasing the pump for MFR's eval.

Manufacturer narrative:
(B)(4). B. Braun medical inc., is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report# (B)(4). Based on the serial number provided by the user facility, b. Braun has identified the software version on this pump is g03. Multiple follow ups have been made with the facility to obtain the pump for investigation, but have been unsuccessful. On 12/15/2011, b. Braun was informed that the pump will not be returned for investigation. Without the involved device, a full investigation cannot be conducted. A follow up report will be filed if the pump is returned or if add'l pertinent info becomes available based on the ongoing investigation.